Manufacturer narrative:
Initial.

Event description:
It was reported that the infusion set detached from the body, resulting in approximately four hours without connection to the ilet and a high blood glucose of 327 mg/dl; the agent guided a site change, insulin delivery resumed, and subsequent readings decreased to 234 mg/dl and then 87 mg/dl, with education provided on hypoglycemia treatment. No adverse clinical symptoms associated with hyperglycemia followed by concern for low glucose without reported alerts. Outcomes included temporary interruption of insulin delivery with recovery after troubleshooting without medical intervention. Investigation included customer communication and guided troubleshooting. Investigation of this case revealed an infusion set adhesion or site issue that led to interrupted insulin delivery and resultant hyperglycemia, with device function restored after set replacement. It was concluded, based on previously established findings for similar reports, that user interface and use environment factors related to infusion set adhesion were the most likely cause.